Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one sample tested with the elecsys total psa immunoassay and the elecsys free psa immunoassay on a cobas 8000 e 602 module. The erroneous initial total psa and free psa results were reported outside of the laboratory and questioned. Repeat measurements of the sample were performed on a second e 602 analyzer. The sample initially resulted with a total psa value of 4.120 ng/ml, which repeated as > 100.00 ng/ml. The initial free psa result of the sample was 0.365 ng/ml, which repeated as > 50 ng/ml. The sample was also diluted and repeated, resulting with a value of 1009 ng/ml. It was not clear if the 1009 ng/ml value was a total psa value or if it was a free psa value. A clarification has been requested. No adverse events were alleged to have occurred with the patient. The lot numbers and expiration dates of the total psa and free psa reagents were asked for, but not provided.

Manufacturer narrative:
The 1009 ng/ml value of the diluted sample was for the total psa test. The lot number of the free psa reagent was 293436. The lot number of the total psa reagent was 260729. A patient age of (B)(6) was also provided. A clarification of the correct age has been requested.

Manufacturer narrative:
The patient's age has been confirmed as (B)(6). The provided total psa and free psa calibration results were ok. Quality controls for total psa and free psa were within range. The investigation could not identify a product problem. The cause of the event could not be determined.